Event description:
The customer's mother reported that the insulin pump had keypad anomaly. Customer's blood glucose was 500 mg/dl. Customer stated that they cannot clear the blood glucose alert on the insulin pump. The buttons were frozen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc button. The device also was received with minor scratched lcd, cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.